Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported nine cases of overcorrection after hypermetropic lasik procedures. The surgeon informed that he had recently decreased the power of the laser. Reporter informed that the patient will be treated again, but no information was provided as to when and what type of treatment will be performed. Additional information has been requested. This report references the left eye (os). Another manufacture's report will be filed for the fellow eye, of the same patient. Reports associated with other cases will also be filed separately